Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a crystal, designator y2. Physio observed that crystal y2 had cold solder joints on pins 1 and 2 which resulted in the service indicator and an intermittent failure to charge. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event.upon evaluation of the customer's device, physio observed that it would intermittently not charge for defibrillation. As a result, defibrillation may be delayed or not available, if necessary.